Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the hp052 would continue to give a steady tone. Test tip was used and was fine on the blades. There was no consequence to the pt. The case was completed with the harmonic scalpel.